Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47754. It was reported that patient has fallen and experienced ineffective therapy, the lead located at t3 may have migrated, and the lead located at t4 had high impedance. Surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.